Event description:
On jan. 5, 2022, olympus medical systems corp. (Omsc) received the literature titled "nafamostat mesylate is not effective in preventing post-endoscopic retrograde cholangiopancreatography pancreatitis". This study analyzed 441 patients of patients who underwent ercp for the diagnosis and/or treatment of pancreaticobiliary disease between december 2012 and march 2019. For non-nafamostat mesylate (nm) group, the median age of the patients was 71[31-89] years, and 101 patients were male. For nm group, the median age of the patients was 72[28-96] years, and 193 patients were male. For the procedure, olympus products(jf-260v, tjf-260v, pr-4q-1, clever cut 3v, single use 3-lumen needle knife v) were used. In the literature for the procedure, it was reported that the following. *as the outcome or adverse events, post-ercp pancreatitis (pep) and hyperkalemia were reported in 40 and 2 patients, respectively. *the severity of the pep was mild, moderate, and severe in 26, 10, and 4 patients. *pep was diagnosed when new-onset abdominal pain or abdominal pain with increased intensity lasted for more than 24 h and was associated with increased serum amylase and lipase levels (at least three times higher than the normal limit) approximately 24 h after the procedure. Severity was graded based on cotton¿s criteria and considered mild when hospitalization lasted for 2¿3 days; moderate when hospitalization lasted for 4¿10 days; and severe when hospitalization lasted for more than 10 days or when any of the following occurred: hemorrhagic pancreatitis; pancreatic necrosis; pancreatic pseudocyst; or the need for percutaneous and/or endoscopic drainage or surgery. Based on the available information, reported pep was not reported in a direct relationship with the olympus products. However, omsc assumes that in the pep might be related to the subject device since the subject device was used for the procedure. And, omsc assumes that the pep(moderate or severe) might be caused or contributed to a death or serious injury. Omsc assumes that the pep(mild) was not serious based on the available information. Omsc assumes that the hyperamylasemia was not serious and was not related olympus product based on the available information such as the following report: nm-related adverse events of hyperkalemia occurred in two patients (0.7%) in the nm group, and all events resolved with conservative treatment. Therefore, omsc assumes that the pep was an adverse event to submit. Based on the available information, specific information on the subject device and the patient (except for some, for example, age) were not provided. There is no description of the device's malfunction. Omsc will submit one medical device report (MDR) of the subject device for the pep.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.